Event description:
The customer obtained a single, non-reproducible, falsely elevated vitros total b-hcg ii result on a patient sample tested on a vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
(B)(4). The analysis showed that the device (a) was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade the device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during an unknown procedure, the blade broke on device. Another device was used in which an error 3 was noticed. At this point, the handpiece was replaced along with a third device to complete the procedure. No additional information is available but the blade was recovered and will be returned with the device. There was no adverse consequence to the patient. .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.